Event description:
Customer reported a cartridge change error with their pump. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to remove the cartridge from the pump and inspect the o-ring, which was found to be in place and undamaged. Further investigation was pending as the customer was busy at the time of the call.